Manufacturer narrative:
(B)(4). Concomitant devices: vanguard cruciate retaining tibial bearing 12mm x 71/75mm, catalog #: 183442, lot #: 462590, biomet finned primary stemmed tibial tray 40mm catalog #: 141314, lot #: 791820. (B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the patient retained the implant. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-01169.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address instability. Attempts have been made, however, no additional information is available.